Event description:
A physician used a non-FDA approved intra-articular stryker corporation shoulder pain pump directly inside my glenohumeral joint. The medication in the pain pump caused pagcl and numerous physical and mental health problems, hospitalization, surgeries, and left me permanently disabled with a lifetime of debt and no accountability from stryker corporation or the physician. The disease is spreading in my body causing limited mobility and constant severe pain. The medical device was unknowingly placed into my intra-articular joint as a child. A colleague of the orthopedic surgeon who used the device did not tell me about the cause of my pain and suffering (the pain pump) until several years later. There was a cover up for years, where the main physician did not want to disclose his knowledge of the dangers of pagcl. I was also never contacted by the company, stryker corporation. When I reached out to stryker corporation to inform them of my disability caused by the pain pump, they denied it and had their lawyer contact me and threaten me with legal action instead of helping or acknowledging that the device is dangerous, despite published research proving otherwise, and court cases proving otherwise. This disease has left me bankrupt as I need a lifetime of medical treatment, surgeries, and medications, and assistance to complete activities of daily living. Nobody has been held responsible. Lawyers tell me that stryker corporation is headquartered in michigan where the operation took place by no mistake, because they are protected from liability under michigan law. However in other states, victims of the styker corporation shoulder pain pump have been able to successfully sue. There is unfair treatment of victims receiving compensation based on their state of residence. What can FDA do to help victims suffering due to this proven unsafe device causing a lifetime of pain and suffering, physical, mental, and financial. To this day, the pain pump never received FDA approval for use inside the joint. So what can the FDA do to hold stryker corporation responsible for lying to doctors and hospitals and patients about the safety and approvals for the device? Thank you. FDA safety report ID #:(B)(4).